Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not enter the cylinder. There was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history revealed no evidence of product nonconformance. Evaluation of returned devices was unremarkable and no failure was detected. A conclusive root cause cannot be determined with the available information; however, corrective action has been initiated for the reported issue. UDI: (B)(4).